Event description:
It was reported that shaft break occurred. An angiojet solent omni was used in a thrombectomy procedure. During the procedure, it was noted that the device was unraveled. The procedure was completed with a different device. No patient complications were reported.